Event description:
(B)(4). The device was placed on (B)(6) 2006, 5 months after my daughter was born. My ob/gyn highly recommended it. I was on (B)(6) which paid for the device. I had the procedure done in an or at (B)(6) hospital under anesthesia. The abdominal pain started soon after. I asked my gyn if it was caused by the essure, or if I was having an allergic reaction as I am highly allergic to nickel, and she told me absolutely not. She said the amount of nickel in them was too insignificant to trigger an allergic reaction. The pain continued to get worse. So bad that I could barely stand up, and rarely has 1 good day out of the month. I went to a new gyn who sent me for an ultrasound and said she saw "something" but want sure what, so she put me on broad spectrum antibiotics. Pain persisted. I started having other issues such as major fatigue, weight gain, hair loss, joint pain. She ran some tests and my tsh was in the 90's. I was diagnosed with borderline hypothyroidism before placement of essure, and had no abnormal tests during my pregnancy, but it seemed to just get way or of control. She referred me to an endocrinologist for immediate treatment. She also said that I must have endometriosis and put me on continuous birth control pills. Since then I have also experienced stomach pain, no sexual desire (almost 4 years now), pain while taking the birth control, dizziness, joint/back pain, numbness, tingling, and swelling of my hands and feet, muscle twitching, unexplained bruising, sudden hearing loss, tinnitus, blurred vision/eye pain, depression, anxiety, heart palpitations, chest pain, had gall bladder removed even though there were no gall stones or sludge, migraines, allergy/sinus problems, insomnia, major fatigue/no energy, high cortisol levels, confusion, brain fog, forgetfulness, weight problems, bloating in upper abdominal area, rash, hives, itchy skin (I can't even wear a watch because of the metal backing), cystic acne, major hair loss, and irritability are what I can think of off the top of my head. I've seen an ent, eye doctor, chiropractor, weight loss specialist, gyn, endocrinologist, and had multiple testing done over the years such as bloodwork, xrays, CT scans, EKG's, all for the various problems. There is no explanation for my symptoms, even though I know and have always known they are caused by the essure device. No doctor ever listened or wanted to believe that it could be causing all of my problems. The autoimmune reactions have been unexplainable by them. I am currently under the care of an endocrinologist, gyn, primary doctor, and weight loss specialist. I do not have all of my medical records from the various doctors or hospitals, but I would be more than willing to gather all info to prove my claims if it meant getting this poisonous device off the market and out of women. This is a dangerous device.

Event description:
(B)(4). I had my fallopian tubes removed yesterday, (B)(6) 2016, with the coils in tact. Although I'm sore and have been lying in bed for 2 days, I could tell instantly that my joint pain is gone. My ankles, knees, hips, and groin feel great now. I will continue to update with any other changes.